Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented to the clinic for follow up and high capture threshold was noted. X-ray revealed an insulation break with externalized conductor. The patient is being monitored.